Manufacturer narrative:
It was reported by the patient that the battery does not hold charge. The battery was exchanged with no effect on the patient. The battery was returned to the manufacturer for evaluation. The returned battery passed visual and functional testing. The event was not reproducible during bench top testing. However, based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, the most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. (B)(4).

Event description:
It was reported by the patient that the battery does not hold charge. The battery was exchanged with no effect on the patient. The battery was returned to the manufacturer for evaluation.